Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo evaluation: one photo was reported. The picture shows a closed jaws with a blue reload loaded, several drivers of the reload can be seen up. The knife is noted to be advance until the distal part. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a lung resection procedure, could not return blade. During the single port thoracoscopic resection of right pulmonary bullae, after fired on the 1st firing, could not return the blade as the photo shows. The knife reverse button was loose. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The knife reverse button was still loose and did not work. As the tissue was cut off, the customer removed the device from the patient with closed jaw. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r5778j. The analysis found that one pse45a device was returned with no apparent damage and with one ecr45b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.